Manufacturer narrative:
UDI: (B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual observation noted a hole in the seal plug indicating that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, noise and oversensing was observed that was felt to be consistent with air bubbles in the device header. The noise was present in between intrinsic activity. Boston scientific technical services (ts) discussed troubleshooting options. The physician elected to remove the device and implant a new ICD. The rv lead remains implanted and in service with the new ICD. No adverse patient effects were reported.